Event description:
Lvad dysfunction occurred in the context of an infection with simultaneous or consecutive pump thrombosis, which led to multi-organ failure and right ventricular (rv) decompensation as part of the progressive sepsis. The patient then passed away on (B)(6) 2025. Intervention for the suspected pump thrombosis and eogo was originally scheduled for the (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported events of multi-organ failure, right ventricular failure, elevated lactate dehydrogenase (ldh), as well as the reported patient outcome, could not be conclusively established through this evaluation. The reported event of pump thrombosis could not be confirmed based on the provided information; however, review of the submitted video confirmed findings consistent with extrinsic outflow graft obstruction. Additionally, review of the submitted log files confirmed the reported low flow events. The submitted video captured a series of CT images which appeared to display multiple cross section of the outflow graft and outflow graft bend relief. Within the bend relief, it appeared that the graft was folded and surrounded externally by material. These observations appeared consistent with extrinsic outflow graft obstruction. The log files contained partially overlapping events and data from (B)(6) 2025 through (B)(6) 2025, per the timestamps. From the beginning of the files through (B)(6) 2025, estimated flow and average pi ranged from 3.5-6.0 liters per minute (lpm) and 3.9-6.6, respectively. Low flow hazard events were captured from 02:54:44 through 03:00:16 on (B)(6) 2025 with estimated flow values recorded as low as 2.4 lpm. A decrease in pi was also captured during this timeframe, to as low as 1.7. Fluctuations in estimated flow and pi were captured following this timeframe; however, no additional low flow hazard events were captured. A specific cause for the abrupt decrease in flow and pi values could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple organ failures/dysfunctions (including right heart failure), hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters, including pump power, flow, and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 5 of the IFU, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and hypovolemia as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms (including low flow hazard alarms), and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on sunday due to due to low flow alarms. Clinically they were dehydrated and cyanotic. Logfiles were sent on monday around midday for evaluation. There was a sudden drop in flow on saturday morning around 00:20am lasting until 3:00am around 2,4 lpm. The flow stayed on a lower level around 3lpm until there was a peak in power and flow around 10.45pm. Afterwards the parameter seemed to stabilize slowly to 4lpm on sunday evening. However, the pulsatility index (pi) stayed relatively low at around 2-3 as compared to the time before the low flow alarms when it was 5-6. The laboratory showed an elevated n-terminal pro b-type natriuretic peptide (nt-probnp) at 27.000, lactate dehydrogenase (ldh) at 1374 u/l which suggested a thrombus formation. Computed tomography (CT) images suggested an extrinsic outflow graft obstruction (eogo). Oxygen was given and revision of the outflow graft was scheduled as soon as possible on (B)(6) 2025. As of (B)(6) 2025 the ofg had not been revised yet. The patient was stable, and plan of care was still under discussion.